Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen is black (blank) when it is turned on. The sounds can be heard in the background. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced to resolve the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed testing and operates to manufacturer's specifications. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) screen is black (blank) when it is turned on. The sounds can be heard in the background.